Event description:
Plate removal procedure, r ankle. The initial injury occurred on (B)(6) 2012. The initial surgery, plate implant, was performed on (B)(6) 2012. A plate was implanted with 3, 3.5 locking screws, 4, 2.7 locking screws and 1, 4.0 cannulated screw. It was noted that the pt was non-compliant postoperatively, ambulating on the construct. A CT scan on (B)(6) 2012 showed avascular necrosis. The construct was removed on (B)(6) 2012 and the ankle was fused. This is 5 of 7 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed as no product was returned.